Event description:
Related manufacturer reference number: 2017865-2021-36653. It was reported that the patient presented in clinic for follow up. Device interrogation revealed a failure to capture on the right ventricular (rv) lead and the pacemaker. No changes or intervention was reported. The patient condition is stable.